Event description:
The reporter contacted animas on (B)(6) 2012 stating that after the patient finished swimming, an attempt to deliver a bolus was made but the keypad buttons were unresponsive. The keypad was reportedly intact. Moisture was allegedly found behind the display and in the cartridge compartment. The reporter claimed there was no trauma to the pump. The patient reportedly cleaned the pump with a soft, dry cloth. A protective skin was reportedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: unable to confirm or duplicate the complaint of an unresponsive keypad. The keys are responsive. No evidence of damage to keypad or pump case. No evidence of moisture behind display lens or in cartridge chamber ,or battery chamber. A leak test revealed a display lens leak. The pump was opened to investigation and contamination was found on keypad flex connector.

Manufacturer narrative:
(B)(4): the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to confirm or duplicate an unresponsive audio bolus button: the button responded to all user input. The cover was removed to investigate. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.